Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). The biomed explained that the issue was reported when measuring non-invasive blood pressure (nbp) for a couple of patients over the past couple of weeks. The biomed explained that they performed 10 to 20 tests using an actual person as well as with a simulator. The biomed explained that the issue is seen when applying low pressures as well as high pressures using his simulator. The rse confirmed with the biomed that their other vs30 monitors and standalone nbp devices give accurate nbp diastolic results. The rse asked the biomed if their simulator has a manometer mode that can be used with a hand pump for testing and asked the biomed if they had tried calibrating the monitor's nbp. The biomed stated they did not know if the simulator had a manometer mode and stated they did not have the administrator password to access nbp calibration. The rse provided administrator and maintenance passwords to the biomed and confirmed the biomed did not have the service guide needed to perform the documented nbp tests. The rse sent a secure data transfer email with the service guide attached, pointing cu to page 37 for nbp tests. The rse explained to the biomed that if nbp calibration did not resolve issue and the monitor continued to give inaccurate nbp diastolic results, the nbp pump should be replaced, and as a last resort, the main board should be replaced. The rse discussed repair options, such as parts, bench repair, or onsite service; the biomed elected to go with ordering parts and making the repair themselves. The biomed asked to receive part information via email and stated they did not require a follow up, case could be closed, and they would first try calibrating nbp. The biomed indicated that if this did not work, he would order the parts and repair the monitor himself. No further calls have been received for this device and issue. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a calibration issue, as no additional calls or part orders were made. The issue was resolved by the customer. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an earlyvue vs30 monitor indicating that the diastolic blood pressure was running 20 higher than it should be. The nursing staff has to use another vs30 monitor or a standalone non-invasive blood pressure (nbp) device to perform accurate nbp measurements for patients. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.